Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. -this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Although anticipated, device return has not been received.

Event description:
The customer reported receiving a false positive hcg result for two patient's while using the henry schein hcg dipstick urine tests. One patient presented on (B)(6) 2023 for an iud placement procedure. The patient provided a urine sample and the customer reported no visible contaminants, precipitates, or appearance issues with the sample. A timer was used and a positive result was observed at 3 minutes. As a result of the positive hcg result, the iud procedure was postponed, and a serum sample was collected on the same day. The results of the serum hcg test yielded a negative result and the patient was rescheduled for the iud procedure for (B)(6) 2023. As a result of the reported false positive result, the patient was without birth control until the rescheduled iud procedure date. The other emdr is reported under emdr-03827.

Event description:
The customer reported receiving a false positive hcg result for two patient's while using the henry schein hcg dipstick urine tests. One patient presented on (B)(6) 2023 for an iud placement procedure. The patient provided a urine sample and the customer reported no visible contaminants, precipitates, or appearance issues with the sample. A timer was used and a positive result was observed at 3 minutes. As a result of the positive hcg result, the iud procedure was postponed, and a serum sample was collected on the same day. The results of the serum hcg test yielded a negative result and the patient was rescheduled for the iud procedure for (B)(6) 2023. As a result of the reported false positive result, the patient was without birth control until the rescheduled iud procedure date. The other emdr is reported under (B)(4).

Manufacturer narrative:
Additional information: d9 - device available for evaluation - has been updated to "no" as a return was not received. H3 - additional text - has been updated to "although requested, device return is not anticipated." H6 - adverse event problem - has been updated as the investigation is complete. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a false positive hcg result for two patient's while using the henry schein hcg dipstick urine tests. One patient presented on (B)(6) 2023 for an iud placement procedure. The patient provided a urine sample and the customer reported no visible contaminants, precipitates, or appearance issues with the sample. A timer was used and a positive result was observed at 3 minutes. As a result of the positive hcg result, the iud procedure was postponed, and a serum sample was collected on the same day. The results of the serum hcg test yielded a negative result and the patient was rescheduled for the iud procedure for (B)(6) 2023. As a result of the reported false positive result, the patient was without birth control until the rescheduled iud procedure date. The other emdr is reported under emdr-03827.

Manufacturer narrative:
D9 - device available for evaluation: updated to "yes" as return received. D9 - date returned to mfg: updated from blank to "9/6/2023". H3 - device returned to mfg?: updated to "yes". H3 - device evaluated by mfg?: updated to "yes". H3 - reason device not evaluated by mfg: updated to "na". Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. -this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.